Event description:
Customer reported unexpected negative reactions with gammaclone anti-a when testing a known group a patient sample in tube. Customer states that negative results were reproduced with other group a samples.

Manufacturer narrative:
Tested in-house donor samples of known abo types in tube with retention gamma-clone anti-a, lot 104003-1. The expected reactivity was observed in all testing. Four of 39 returned vials of anti-a, lot 104003-1 were randomly selected and tested with in-house a1, a2, a1b and o donor samples. One return vial exhibited negative reactivity at immediate spin (is) with all donor cells tested. One return reacted 1- 2+ and two returns reacted 3-3+s at is with a1, a2 and a1b cells. Shipping conditions or storage by the customer cannot be ruled out as causing the event.